Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is unable to move pass the fill tubing stage. It was also reported that the force does not detect the reservoir. Customer reported that the drive support cap is flushed. Customer's blood glucose reading was 62 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.